Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the server plug-in of the videoscope had foreign objects. Based on the results of the investigation, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the server plug-in of the videoscope had foreign objects. There were no reports of patient involvement.